Event description:
Customer reported a pump altitude alarm occurred, which led to a temporary suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to remove any obstructions from the speaker holes, clean them with a soft brush, and reconnect the cartridge, which resolved the issue. Insulin delivery was successfully resumed, and the customer was provided with tips to prevent future altitude alarms.